Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. Reportedly, the customer was using trusteel infusion set for longer than the recommended period, tandem technical support educated the customer that this is off label use per the tandem user guide.